Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker, implanted with another manufacturer's right atrial (ra) lead, triggered a lead safety switch (lss) to unipolar due to a high out-of-range pace impedance measurement greater than 3,000 ohms. Stored episodes following the lss showed myopotential oversensing as well minute ventilation (mv) signal oversensing. Technical services (ts) noted the device did not have the enhanced header and the leads were from another manufacturer, and recommended changing the atrial lead configuration to split (unipolar pacing/bipolar sensing) to address the observed impedance spikes and myopotential oversensing. This pacemaker and right atrial (ra) lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued. -- this product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements. Engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event. This device was included in the minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that this pacemaker, implanted with another manufacturer's right atrial (ra) lead, triggered a lead safety switch (lss) to unipolar due to a high out-of-range pace impedance measurement greater than 3,000 ohms. Stored episodes following the lss showed myopotential oversensing as well minute ventilation (mv) signal oversensing. Technical services (ts) noted the device did not have the enhanced header and the leads were from another manufacturer, and recommended changing the atrial lead configuration to split (unipolar pacing/bipolar sensing) to address the observed impedance spikes and myopotential oversensing. This pacemaker and right atrial (ra) lead remain in service. No adverse patient effects were reported.